Event description:
It was reported the colonovideoscope¿s up/down angulation wire snapped during a colonoscopy procedure. The event resulted in a 30 minute delay. The procedure was completed after replacing the device with a similar olympus device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: up/down cable broke is due to the cp plate breaking due to wear. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.